Event description:
This spontaneous report of a non-serious unlabeled event (telangiectasia) is being submitted as a 10-day report. A health care provider reported that an adult female pt underwent injections of restylane in2006 into the nasolabial folds and middle of the chin. Betacaine was used for anesthesia pre-procedure. No add'l procedures were performed. The pt has no known allergies. Past therapies include restylane injections every six months for over a year with "normal bruising." Immediately post-implant, the pt developed redness (injection site erythema). That same evening, she developed soreness (injection site pain). She also developed telangiectasia (telangiectasia), described as minute red blood vessels, along with small, white lumps within the nasolabial area, which are observable when the folds are spread apart (extrusion of device). As of the date this report was received, the events persisted. The lot number and expiration date were not reported.

Manufacturer narrative:
Telangiectasia is not described in the device's labeling. Additional PMA# p040024.